Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 5.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient experienced a bent cannula event, and the insertion site was the abdomen. No further information is available.